Event description:
This 39-year-old female underwent bilateral augmentation mammoplasties in 1975 with implantation of silicone gel mammary prostheses. This procedure was performed too long ago to have retained medical records, therefore, the MFR is unknown to this reporting facility. Over the years since implantation, this pt has developed several medical problems, including irritable bowel syndrome and questionable fibromyalgia, as well as pain in the breast area. She chose to have the implants removed to have improved health. Gross exam of implants: both were ruptured. Exam of capsules: both show fibrosis and histocytic reaction.